Event description:
It was reported that during the change out procedure, the new pacemaker failed to produce low voltage output resulting in the patient becoming bradycardic. Upon reprogramming, pacing was able to be restored to normal function. No further intervention was performed. The patient was stable.